Manufacturer narrative:
(B)(4).

Event description:
It was reported that an oor condition occurred when increased voltage on group a program. Also, therapeutic effect wore off over time when pt was programmed on group a. The pt was unable to adjust stimulation.